Manufacturer narrative:
Hospital/medical records have been made available to the manufacturer. Medical images were not provided to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the comatose patient status post complicated bypass surgery had an inferior vena cava filter deployed in good position below the right renal vein on hospital day nineteen. Approximately one week post filter deployment, the patient underwent an exploratory laparotomy. Approximately two weeks post filter deployment, the patient underwent debridement of multiple abdominal wounds. The patient was discharged from the hospital approximately two months post filter deployment. Approximately eight years five months post filter deployment, the patient with complaint of upper abdominal pain which had been present for years was evaluated and CT scan was ordered which demonstrated an ivc filter in place with one detached filter limb posterior to the abdominal aorta. Another filter limb perforated anterior to the abdominal aorta. Three additional limbs of the filter were likely perforating the vena cava but not into adjacent viscera. Approximately eight years five months post filter deployment, CT scan performed for complaint of abdominal pain demonstrated the filter unchanged in orientation from prior exam. The filter apex was at the inferior endplate of l2 and was slightly tilted to the right with a lower filter limb extending posterior to the aorta. One filter limb extending anterior to the aorta on the prior exam was not seen on the current exam. (Expiry date: 12/2007); (manufacturing date: 12/2004), (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, perforated into organs, migrated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient alleged to experience pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, perforated into organs, migrated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient alleged to experience pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the comatose patient status post complicated bypass surgery had an inferior vena cava filter deployed in good position below the right renal vein on hospital day nineteen. Approximately one week post filter deployment, the patient underwent an exploratory laparotomy. Approximately two weeks post filter deployment, the patient underwent debridement of multiple abdominal wounds. The patient was discharged from the hospital approximately two months post filter deployment. Approximately eight years five months post filter deployment, the patient with complaint of upper abdominal pain which had been present for years was evaluated and CT scan was ordered which demonstrated an ivc filter in place with one detached filter limb posterior to the abdominal aorta. Another filter limb perforated anterior to the abdominal aorta. Three additional limbs of the filter were likely perforating the vena cava but not into adjacent viscera. Approximately eight years five months post filter deployment, CT scan performed for complaint of abdominal pain demonstrated the filter unchanged in orientation from prior exam. The filter apex was at the inferior endplate of l2 and was slightly tilted to the right with a lower filter limb extending posterior to the aorta. One filter limb extending anterior to the aorta on the prior exam was not seen on the current exam. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, the investigation can be confirmed for perforation of the ivc, filter limb detachment, and tilt. However, the investigation is inconclusive for migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2007), (manufacturing date: 12/2004).